Event description:
It was reported that during the patient's implant procedure the balloon on the catheter would not deflate. The balloon was punctured by pulling it back through the catheter and then removed from the patient. A fluoroscopic check was done to look for remnants and none were found. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).